Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had water droplets generating in the pilot balloon after 24 hours of being used. The customer indicated that the patient had a replacement of the tube.